Event description:
Vip bird ventilator on pt for respiratory distress. Respiratory therapist at bedside when ventilator failed. Pt immediately removed from ventilator and manually ventilated. Ventilator removed from service and sent to biomed.